Manufacturer narrative:
Subsequent review of this case determined that the device experienced physical damage to a part or component. This is not considered a reportable event. There was no allegation of a death or serious injury, and the observed event/issue would not impact therapy if it were to recur. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle tray is broken. There was no reported patient involvement.